Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Review of the device data noted that the syncope corresponded with an episode of pacemaker mediated tachycardia (pmt). No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Review of the device data noted that the syncope corresponded with an episode of pacemaker mediated tachycardia (pmt). Further information was received that this device was explanted and replaced due to physicians discretion. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Review of the device data noted that the syncope corresponded with an episode of pacemaker mediated tachycardia (pmt). Further information was received that this device was explanted and replaced due to physicians' discretion. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that the device was reprogrammed to mitigate the pmt episodes. The cause of the syncope was not confirmed. No additional adverse patient effects were reported. The device remains in service.